Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of e05-backup data abnormal was confirmed. Additionally, during device evaluation, e03-excessive pressure when inflated-pressure sensor abnormality was found. Based on the results of the investigation, it is likely that the malfunctions occurred due to faulty printed circuit board. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit is displaying e005, backup data abnormal error. The issue occurred during maintenance. There were no reports of patient harm.